Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results/method and conclusion codes along with investigation results will be provided in the final report. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the patient¿s ipg could not be connected to the patient controller after not being placed into surgery mode during an unrelated surgery. Intervention will be considered at a later date.

Manufacturer narrative:
Correction: section b1 should have "product problem" checked off instead of not in the initial report. This correction is reflected in this additional report 1. Section h7 should have had "other" checked of and have "correction" under the other remedial action section. This correction is also reflected in this additional report 1.

Event description:
Additional information received indicates that the patient's ipg was explanted and replaced with no complications. The issue was resolved."